Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n289329, product type: screening device. Product ID: 37092, lot# 287170001, product type: accessory. Product ID: 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60 serial# (B)(4), implanted: (B)(4) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3550-39 serial# (B)(4), product type: accessory. (B)(4).

Event description:
It was reported that in (B)(6) 2013 a revision was performed because the patient¿s implantable neurostimulator (ins) just ¿stopped working¿ and that their back pain was severe again. The ins was replaced with a different model and that they also replaced the leads ¿that had went up the spine instead of down a little bit¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.